Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During procedure, the working end was broken when the customer wiped out tissues of working end with gauze. Although wiping out was done out side of the patient and no injury for the patient, it was possibility that the fragment could be going inside patient. The customer has a concern about the strength of material due to the breakage by no overloaded action.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to an overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history filed has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available, as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: this kind of instrument is designed for delicate use only. It is almost certain that a mechanical overload situation led to the breakage. No CAPA is necessary.